Event description:
On (B)(6) 2025, the user reported that their ilet would not charge. The device remained unresponsive with a dark grey screen, preventing user interaction. The user resumed backup therapy. A replacement ilet and charging pad were shipped. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.